Manufacturer narrative:
One gold-tite® square uniscrew (unisg) was returned for investigation. Visual inspection of the as returned product identified a fracture on the neck of the screw, as well as other signs of use and cloth shoved in the hex of the screw. Functional testing to recreate the reported event could not be performed due to the nature of the device & event.no device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause for the complaint could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (unisg) fractured. The fractured portion was removed from the implant. Tooth location 3.